Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The mfg reports for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
After the coil was deployed in the aneurysm, attempts were made to detach the coil by pressing the "detach" button of the detachment control box (dcb) several times unsuccessfully. As the coil was being withdrawn, the coil detached unintentionally in the microcatheter. The entire system was safely withdrawn with no pt injury reported.